Manufacturer narrative:
A manufacturer representative was able to verify the instrument, therefore, no further analysis was requested. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the surgeon was unable to verify the straight suction. The surgeon opted to complete the procedure with 90 degree suctions. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Following the procedure, the straight suction was tested and found it could be verified. No additional information was provided.